Manufacturer narrative:
The device is received. Investigation is not yet completed. A follow up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for difficulty to remove gripper line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. A mitraclip was advanced and grasping was achieved. Prior to deployment, while establishing gripper line removability, the gripper line was unable to move. It moved when the clip opened until the clip arm angle was less than 60 degrees, however, it did not move when the clip closed. Therefore, the device with undeployed clip was removed and replaced with a new device. One mitraclip was implanted, successfully reducing mr to 1. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported physical resistance/difficult to remove (gripper line difficulty) was confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported for physical resistance/difficult to remove (gripper line difficulty) from this lot. All available information was investigated and a definitive cause for the reported physical resistance/difficult to remove (gripper line) and the observed deformation due to compressive stress/kinked lumen coils could not be determined in this incident. It is possible that procedural interactions (natural curvature of patient anatomy) resulted in compressive forces placed on the delivery catheter shaft, and thus the gripper line lumens, leading to the observed herniation of the lumen coil; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Contact office first and last name.